Event description:
During the saphenous vein harvesting procedure, the image is dark on the endoscope. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.